Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted with nail and bolt on (B)(6) 2012. Reportedly the pt noticed: he was sleeping and woke up because he felt a sudden contraction of the muscle. It was discovered the pt had a left femur fracture with ruptured unconsolidated osteosynthesis on an unknown date. The pt was returned to the operating room on (B)(6) 2012, the hardware was removed. It is not known what the pt was revised to. No further information was available. This is 2 of 4 reports.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions of the ufn met specifications. The failure of the investigated ufn was due to two-sided bending loads which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces over a period of time that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure of the ufn resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. Correction - catalog number: from 459.420 to 459.380.